Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal. Another device was used to complete the procedure successfully. No further information has been made available regarding this incident.

Manufacturer narrative:
(B)(4). Date of follow-up report : 05/06/2015. One used ls1020 was received for evaluation. Visual inspection found multiple staples resting between the jaws of the device. The investigation found a stack of staples in the jaw that provided an alternate current path, preventing tissue fusion. When the staples were removed from the jaws, the device functioned normally. The investigation identified the root cause of the reported event to be mishandling by the user. The IFU warns: do not attempt to seal over clips or staples as incomplete seals will be formed.